Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b6, b7, d4(model#), d11, g4, g7, h2, h10, h11. Corrected fields: g1(contact person), h4. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Patient date of birth reported as (B)(6). A getinge field service engineer (fse) was dispatched to the site to evaluate the iabp for an unrelated issue. The fse reported that there was nothing observed out of the normal. The iabp unit passed all tests and worked normally with system tester and test catheter. The fse then performed a complete preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had frozen while on a patient and the screen went blank; however, the iabp was still working. The customer quickly removed the iabp and switched for another. The iabp was then taken to the biomed at the facility. No patient harm, serious injury or adverse event was reported.